Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report gripper actuation issues. It was reported during preparation of the mitraclip xtw, one of the grippers was not dropping during gripper testing. Troubleshooting was attempted but was unsuccessful. A replacement xtw mitraclip was used to complete the procedure without issue. There was no patient involved. No additional information was provided.

Event description:
This is filed to report gripper actuation issues. It was reported during preparation of the mitraclip xtw, one of the grippers was not dropping during gripper testing. Troubleshooting was attempted but was unsuccessful. A replacement xtw mitraclip was used to complete the procedure without issue. There was no patient involved. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported single gripper actuation issue was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the cause of the reported single gripper actuation issue was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.